Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, due to a pelvic organ prolapse procedure, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. According to the doctor, a prolene mesh was used.